Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported via the manufacturer representative that they fell and the stimulation turns on and off when they move. The patient was reprogrammed to cover their painful areas and the issue was resolved at the time of the report. The indication for use was non-malignant pain.